Event description:
It was reported by the customer that the device overheated during testing. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill was returned to the manufacturer however the complaint was not confirmed. Internal components were evaluated, which revealed the presence of corrosion on rotor bearings, motor cartridge, and rotor assembly. The drill was repaired and returned back to the customer.